Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set came loose on different occassions causing high blood glucose. Customer's blood glucose was 488 mg/dl. Customer had symptoms of high blood glucose and treated with bolus delivery. Customer declined troubleshooting for high blood glucose.